Event description:
Information received by medtronic indicated a low blood glucose level of 30 mg/dl. Customer was hospitalized due to the same. The customer was using the insulin pump 48 hours prior to the incident. It is unknown if the automode was active during the incident. The customer has discontinued using the device. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). S/w 5.3a. Retainer ring = black. On (B)(6) 2022, the customer alleged was hospitalized for low bg. On (B)(6) 2022, (B)(4), the customer alleged for low bg. On (B)(6) 2022, (B)(4), the customer alleged for low bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and h6 under "health effect - clinical code" and "health effect - impact code" was incorrect. The correct information was included in section b5 and in section h6 under health effect - clinical code and health effect - impact code with this report.

Event description:
Updated summary: the customer reported via phone call that their spouse called emergency medical services and that they were admitted to the hospital on (B)(6) 2022 due to hypoglycemia. Blood glucose at time of event was 30 mg/dl. When asked what event led to hospital admission customer stated they were in a comatose [state]. Symptoms that were reported with the event included tiredness, shaking and nausea. Customer also stated they were treated with liquid sugar by the ambulance. Customer got the pump a week and a half ago and it malfunctioned the night of (B)(6) 2022. Customer alleged that all the medication [insulin] got dumped into their body and the pump was almost full. Customer mentioned that before the day of event they went to their hcp's office and a medtronic representative at the clinic re-adjusted the pump settings since they were getting low blood glucose readings. It is unknown if auto mode was in use. The insulin pump was returned for analysis.